Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer stated that she rewound the insulin pump and she got another no delivery alarm. Customer is on her third day of using the infusion set and is due to change today. Customer blood glucose level was 200 mg/dl. Customer was assisted in performing a 5.0u fixed prime. Customer stated that the insulin did not exit and the pump alarmed no delivery. Customer stated that she did not have a plunger available. Customer reported that the pump alarmed during manual prime. Customer was not able to change the cannula length back down due to the no delivery alarm occurring. Customer will change the infusion set when she gets home. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.